Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The illuminator was analyzed and found to have the error 48245. Visual inspection revealed a damaged front panel that could be related to the report issue. The illuminator was installed onto a golden system where the failure was triggered, error 482450 indicating a fault on the illuminator, replicating the reported event. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 48245 - illuminator lamp did not ignite after 6 retries. A device history record (DHR) review or the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the illuminator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the user informed the technical support engineer (tse) that they encountered a repeated recoverable fault 48245. The user replaced the lamp module with a third party lamp module and continued with the procedure as planned. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the ports were placed prior to the event and there was no patient injury.